Event description:
Information was received from a patient regarding an external device. It was reported that they were having issues charging both their implant and controller for at least 4 months now. Patient noted that when trying to charge their implant, the message batteries low, replace controller batteries soon appeared on the controller. Patient said that one day can take an hour to charge their implant and other days it may take 4 to 5 hours to charge their implant. Patient shared that when trying to charge the controller, some days the controller would charge and other days it wouldn't. Patient attempted to charge their controller as it was 30% but noted there was no green light blinking above the screen and that the controller would not charge. During the call, patient confirmed no visible damage to the recharger cord and controller charging port. Agent walked patient through resetting the controller with the ac power supply. Patient plugged the controller into the ac power supply without the battery pack and the screen did not turn on. Patient inserted aa batteries into the controller battery compartment and confirmed the controller powered on. The issue was not resolved. Agent reviewed information and advised patient to call back if equipment replacement didn't resolve the issue. A replacement controller was sent out. No symptoms were reported.  Additional information was received from a patient (pt). It was reported that after the controller was replaced the issue was not resolved. Pt stated the controller was plugged into the a/c cord but it was still not charging. A replacement ac power supply was sent out.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.